Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure (pka) using the robotic arm interactive orthopedic system (rio), when during bone pin application the wing nut on pin clamp broke when under pressure/ tightening. The clamp was on there tight so we were able to use it for the case. Had to use bolt cutters to cut both tibial pins once the surgery was complete.

Manufacturer narrative:
Reported event: the returned device was confirmed to be a dual pin base clamp assembly, catalog# 111430, lot# 19110911 with a broken clamp screw. Device evaluation and results: visual inspection: visual inspection shows that the screw on the clamp is broken. The break is between the neck where it is captured in the clamp body and the start of the thread. This failure is consistent with excessive torque applied to the screw. See attached picture. Dimensional inspection: dimensional inspection was not completed as the visual inspection was sufficient to confirm the failure mode. Functional inspection: with the screw broken, the clamp is unusable. Device history review: a review of the device history records shows that (B)(4) parts were received, inspected, and accepted on april 10, 2012 with no failures. Complaint history review: a review of complaints related to p/n 111430, lot number 19110911 shows 1 other complaint related to the failure in this investigation: trackwise pr# (B)(4). Conclusions: the report of a 111430 dual pin base clamp assembly with a broken clamp screw was confirmed. The issue happened during a case but did not cause any delay or affect the patient and the case was successful. The failure mode is consistent with excessive torque being applied to the screw after the clamp was fully seated on the pins. Corrective action/preventive action: no further action is required at this time.

Event description:
The surgeon was completing a partial knee arthroplasty procedure (pka) using the robotic arm interactive orthopedic system (rio), when during bone pin application the wingnut on pin clamp broke when under pressure/ tightening. The clamp was on there tight so we were able to use it for the case. Had to use bolt cutters to cut both tibial pins once the surgery was complete.